Manufacturer narrative:
Investigation results: the complaint of a sticky film could not be confirmed from the representative 20g insyte autoguard units that were provided for investigation. A visual and inspection of the returned samples revealed no damage or defects on the devices. Lubrication is an expected component of the device; however no sticky substance was detected on the samples. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information

Event description:
It was reported that bd insyte autoguard foreign matter on catheter. The following information was provided by the initial reporter: when problem was notice: prior to use. Sterilization wrap: post sterilization. Incident discovered during patient care: no. Date of event: 2/28/2025 12:00:00 am. Incident details: when trying to advance the catheter. Nurses state they have sticky film on them. Was patient or end-user injured: no. Was medical treatment required: no. Treatment details: patient current status: n/a.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.